Event description:
Philips received a complaint by the customer on the v60 indicating that a 1101 "ventilator restarted due to anomalies detected during operation" error code occurred. The device was in clinical use at the time of the reported event; however, there was no patient or user harmed. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported issue despite a test run. However, the event log revealed that "check vent: ventilator restarted due to anomalies detected during operation" (diagnostic code 1101) and software exception (diagnostic code 3007) errors had occurred. As a preventative action, the software was re-installed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone number (B)(6).